Event description:
A pt suffered a burn injury to their colon as a result of, according to their surgeon, a malfunction of the equipment that was used to perform gynecological surgery. Valleylab was notified of the injury in 2003 through communications related to a lawsuit.